Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, cloudy effluent, nausea, and vomiting. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning one day after onset, the patient was treated with unknown intravenous medications (medication, dosage, duration, and frequency not reported) for the peritonitis event. One day prior to the receipt of this report, dianeal therapy was discontinued and hemodialysis was initiated. Hospitalization was reported to be ongoing. The patient was not recovered from the peritonitis event. At the time of this report, the patient had not been retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.